Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 4/23/2008 08/23/2002 were not provided. On (B)(6) 2002: (B)(6) medical center. (B)(6), md. Radiology ¿ ultrasound of abdomen complete. History: abdominal pain. Impression: negative sonographic evaluation of abdomen. On (B)(6) 2007: [missing records: records for ¿abdominal CT¿ were not provided.] Records between 08/23/02 and 04/23/2008 were not provided on (B)(6) 2008: [facility ni]. (B)(6), aprn-bc. Office notes [hand written]. Knot at side on incision, rule out surgical hernia, needs referral to surgery. Exam: hernia superpubic [sic], hernia palpable. On (B)(6) 2009: [facility ni]. [Signature illegible]. Office notes [hand written]. Hernia, low abdomen, getting larger and hurting more. Exam: large suprapubic hernia not inflamed. Plan: referral to surgeon for abdominal hernia, surgeon appt dr. (B)(6) 02/24/09. On (B)(6) 2009: carrollton surgical group. (B)(6), md. History and physical. Complaint: ¿I have a bulge in my incision¿, ventral incisional hernia. Hysterectomy 1 year ago, bulge located in incision midline. Medium-size, is present at rest. Bulge persistent and reducible, present for 1 year, progressively worsening. Exam: abdomen nontender, no masses, transverse tender to palpation, well-healed incision, abdomen nondistended, no cellulitis. Solitary ventral incisional hernia. Plan: CT abdomen/pelvis. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen. Primary diagnosis: acute ileus. History: abdominal pain following hernia repair. Findings: compared with 12/13/07. Foci of increased density compatible with anchoring hardware to hernia mesh are demonstrated and hernia mesh extending transversely lower abdominal and pelvis level. Ventral to mesh is some hypodensity, fluid density. No bowel loops ventral to hernia mesh. Immediately posterior to hernia repair is some simple fluid. Small bowel maximum diameter of 39 mm. No transition point to decompressed bowel, mild dilation of small bowel more likely represents ileus rather than obstruction. No decompression of large bowel, there is stool within large bowel, no distal clearing. Small volume of free fluid within left paracolic gutter as well as fluid collection containing air fluid level within left upper abdomen. This collection measures 10 x 12 mm greatest anterior ¿ posterior x transverse dimensions. Demonstrates no rim enhancing wall and simple fluid density. Impression: free fluid within pelvis/abdomen. Fluid is both ventral and dorsal to the hernia mesh. No bowel herniation through mesh. Dilation of small bowel loops to a mild extent and diffuse dilation of small bowel with no transition point. Finding more in keeping with an ileus rather than small bowel obstruction. On (B)(6) 2009: (B)(6) medical center. Howard w. Sterling. Radiology ¿ CT scan of abdomen/pelvis with contrast. Primary diagnosis: acute ileus. History: evaluate for undrained abscess with enterocutaneous fistula. CT abdomen findings: small fluid collection inferior to liver measured 2.35 x 2.17 cm. Enhancing rind identified adjacent to fluid collection. Stomach, small bowel, large bowel demonstrates scattered inflammatory changes. Fluid collection within right lower quadrant measures 2.75 x 3.86 cm. Adjacent to descending colon. Second fluid collection on left measuring 3.96 x 1.45 cm, adjacent to small bowel. Impression: bilateral abdominal abscesses adjacent to bowel, not amenable to percutaneous drainage. CT pelvis findings: has been interval repair of left anterior abdominal wall hernia. 4.9 x 3.7 cm fluid collection anterior to urinary bladder below small bowel continues to protrude into pannus. Anterior abdominal wall fluid collection measures 5.6 x 2.2 cm. Adjacent to medial right rectus abdominal wall muscle. Impression: phlegmonous material visualized near anterior abdominal wall hernia extending into pannus. Decrease in fluid compared to previous examination. No evidence of strangulation or incarceration of bowel. No large fluid collection. On (B)(6) 2009: [facility ni]. [Signature illegible]. Telephone encounter [hand written]. Is in tmc (4-5 weeks now) hernia repair gone wrong (dr. (B)(6) wants referral to dr. (B)(6). On (B)(6) 2009: (B)(6) medical center. [Signature illegible]. Progress notes [hand written]. Intermittent low-grade temp. Abdomen: continued tenderness, [illegible] to right of umbilicus corresponds to 5 cm area of prob abscess on CT. Assessment/plan: discussed with dr. (B)(6)/ [illegible] will get equipment to bedside to open in [illegible]. On (B)(6) 2009: (B)(6) medical center. [Signature illegible]. Progress notes [hand written]. [Illegible]. I and d [incision and drainage] of right [illegible] abdominal wall. [Illegible]. Cands [culture and sensitivity] obtained, large amount of puss obtained, tolerated procedure well. On (B)(6) 2009: [missing record: record for ¿culture and sensitivity from iandd¿ were not provided.] On (B)(6) 2009: [facility ni]. [Signature illegible]. Office notes [hand written]. Hernia repair 06/22/09, dr. (B)(6), had complications-fistula, stayed in tmc 40 days, hospital 06/22/09 through 08/??/09 (infection), IV antibiotics. Subjective: major complications following hernia repair- still has hernia- worse than ever. Dr. (B)(6) [illegible] (infection dr.) [Illegible]. Abdominal support, has to go to [illegible]. Was told not to lift anything-has 2.5 year old child, has either severe constipation or diarrhea, vomits 2 times week. On (B)(6) 2009: [facility ni]. [Signature illegible]. Office notes [hand written]. Inguinal hernia, abdominal large. Dental abcess [sic]. Assessment/plan: large inguinal hernia, refer surgeon. On (B)(6) 2010: carroll county nephrology, pc. (B)(6), md. Office notes. Follow up. Not had hernia repaired yet. Has not decided when she wants to have surgery. Exam: abdomen soft, large ventral hernia, nontender with normoactive bowel sounds. Return in 3 months. On (B)(6) 2010: [facility ni]. Dr. (B)(6). Office notes [hand written]. Referral for hernia repair. Exam: large abdominal hernia. On (B)(6) 2011: west georgia gastroenterology. (B)(6), md. Office notes. Evaluation of ¿belly cramping¿ and ¿constipation¿. Recent history of formation of large lower ventral hernia. Three years ago, after c-section developed low midline hernia. Underwent hernia repair, lead to long and complicated hospitalization. After hospitalization she reformed her ventral hernia, currently very large, multiple loops of colon. Questions about possible colonoscopy. Has mild constipation, relieved by fiber. Review of systems gastrointestinal: bloating, constipation, abdominal pain. Abdominal exam: soft, non-tender, normal bowel sounds, no masses (has a massive lower ventral hernia), no abdominal wall hernias present. Assessment: abdominal pain, incisional hernia. Plan: surgery consultation. Not sure of etiology of abdominal pain, further work-up warranted. Refer to amc dr. (B)(6) for second opinion, no plan for colonoscopy at this time. Return to clinic if symptoms worsen or persist or in 3 months. On (B)(6) 2011: west georgia gastro assoc, pc. (B)(6), md. Office notes. Ventral wall hernia, three-month follow-up. Last appt, evaluated large ventral hernia contains 60 percent colon. Refered [sic] for surgical evaluation to dr. (B)(6). Patient not surgical candidate per dr. (B)(6). Hernia very debilitating, limiting mobility and ability to stand or sit in one position for very long. Assessment: incisional hernia. Plan: return to clinic if symptoms worsen or persist, continue present management. On (B)(6) 2011: [facility ni]. [Signature illegible]. Office notes [hand written]. Review of symptoms: severe ventral wall hernia, hernia doctor said the hernia was too risky to operate on due to risk of further injury with surgery. On (B)(6) 2012: whitesburg primary health. (B)(6), md. Office notes. Follow up. Reports vaginal irritation; onset several weeks; concerned if large abdominal hernia has made this worse. Exam: large surgical hernia approx. Pelvic bone to pelvic bone intestine movement is visible. Large abdominal hernia unchanged and under care of surgeon (not surgical candidate but they do monitor her). On (B)(6) 2018: whitesburg primary health. (B)(6). Office notes. Abdominal pain (chronic due to intestine abnormality); constipation. Exam gastrointestinal: large outpouching of intestines to lower abdomen; patient states this defect cannot be repaired. On (B)(6) 2019: west georgia gastroenterology associates, pc. (B)(6), do. History and physical. Abdominal pain, irregular bowel movements. Described pain as moderate, dull, sharp, occurring intermittently. Location of pain in abdomen, for the past 3 years. Admits to hematochezia, change in bowel habits. CT scan showed large hernia. Assessment: abdominal pain, hematochezia, hernia of abdominal wall, change in bowel habits. Rule out colon cancer and functional symptoms. Plan: I am not sure of etiology of abdominal pain at this time. Further work-up is warranted. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore and associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2002 through (B)(6), 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ type ii diabetes mellitus ¿ obesity - (B)(6) 2002: 222 lbs.; bmi 38 - (B)(6) 2006: 230 lbs.; bmi 39.2 - (B)(6) 2008: 231 lbs.; bmi 39.4 - (B)(6) 2009: 235 lbs.; bmi 40.57 - (B)(6) 2010: 207 lbs.; bmi 35.5 - (B)(6) 2013: 222.6 lbs.; bmi 38.8 ¿ smoker - (B)(6) 2006: ¿1 pack per day¿ - (B)(6) 2009: ¿1/2 pack of cigarettes per day¿ - (B)(6) 2012: ¿congestion, smokes.¿ - (B)(6) 2013: 1 pack per day x30+ years ¿ suprapubic hernia ¿ chronic kidney disease ¿ chronic pain syndrome ¿ peptic ulcer ¿ polycystic ovarian disease ¿ gravida 4, para 5, aborta 1 ¿ ¿severe bowel and omental adhesions¿ surgical procedures: ¿ 1989, 1994, 2007: cesarean section ¿ 1995: oophorectomy, possible salpingectomy ¿ (B)(6) 2008: lysis of adhesions with total abdominal hysterectomy, right salping-oophorectomy ¿ (B)(6) 2009: laparoscopic ventral incisional hernia repair with mesh. Implant: gore® dualmesh® biomaterial ¿ (B)(6) 2009: extensive debridement full-thickness of the skin, subcutaneous tissue, muscle, and fascia with drainage of both superficial and intraperitoneal abscesses implant preoperative complaints: ¿ (B)(6) 2009: ¿hysterectomy 1 year ago, bulge located in incision midline. Medium-size, is present at rest. Bulge persistent and reducible, present for 1 year, progressively worsening.¿ ¿solitary ventral incisional hernia.¿ ¿ (B)(6) 2009: ¿bulge is located in an incision in the midline. Is persistent and reducible, has been present for 1.5 years and is progressively worsening. CT scan on (B)(6) 2009 demonstrated a hernia in the lower abdomen.¿ implant procedure: laparoscopic ventral incisional hernia repair with mesh. [Implant: gore® dualmesh® biomaterial, 05893167/1dlmc06, 18cm x 24cm x 1mm] implant date: (B)(6), 2009 ¿ description of hernia being treated: ¿upon entering the abdominal cavity, the patient was found to have 10-cm defect in width and a smaller approximately 3-cm defect incised to the right with incarcerated bowel in the hernia.¿ ¿using these two sites for retraction and electrocautery, the incarcerated omentum and small bowel was taken out of the hernias with care being to avoid injury to the small bowel. There was a small area just beneath the hernia and above the pubis. This was dissected free with the cautery and valves allowed to drop down from the hernia itself.¿ ¿ implant size and fixation: ¿after all adhesions have been taken down, an 18 x 24 inch [sic] mesh was selected. It was measured and trimmed to fit. The smooth site [sic] was marked. Green 0 ethibond sutures were placed in the superior and inferior aspect of the mesh and white ethibond sutures on each lateral sides. These were placed into the abdominal cavity through a new 12-mm port in the right upper quadrant. The gore needle passer was passed to the lower portion of the hernia and just above the pubis in the abdominal cavity and a green suture was brought out through this aperture. The mesh was then stretched and the site selected just above the umbilicus. Once again, the gore needle passer was threaded in the abdominal cavity and two 0 ethibonds were pulled through the abdominal wall. These were thought to be snugged but not too tight. The mesh was then unrolled in a similar fashion using gore needle passer. The lateral sutures were placed and brought out through abdominal wall. Before tying any of these sutures, the area was inspected and thought to be relatively tight. Circumferential tags [sic] were then placed around the mesh and the suture was then tied. Final inspection showed no areas of defect in the mesh and appeared to be well tacked and were not too tight. There was no evidence of any drainage from the bladder.¿ ¿ post-operative period: [one week] ­ (B)(6) 2009: CT abdomen: ¿free fluid within pelvis/abdomen. Fluid is both ventral and dorsal to the hernia mesh. No bowel herniation through mesh. Dilation of small bowel loops to a mild extent and diffuse dilation of small bowel with no transition point. Finding more in keeping with an ileus rather than small bowel obstruction.¿ relevant medical information: ¿ (B)(6) 2009: extensive debridement full-thickness of the skin, subcutaneous tissue, muscle, and fascia with drainage of both superficial and intraperitoneal abscesses. ¿laparoscopic ventral incisional hernia repair approximately nine days ago. Unfortunately, the patient developed a wound infection and was admitted for abdominal pain. CT scan revealed a large fluid collection above and below the mesh. Definitive mesh infection at that time had not been diagnosed as recently as yesterday. However, the patient had a spike in her white blood cell count and on examination at the bedside, had progressive distension and subsequent overlying necrosis of her skin overlying the hernia sac on the inferior midline. Bedside drainage was performed by myself, which released a large amount of foul-smelling pus. Diagnosis of infection was made this morning. The patient was immediately consented for debridement and her antibiotic coverage was broadened to include possible pseudomonas given the blue green discoloration of some of her tissues. Since a discussion was made with the patient¿s family as well as the patient herself preoperatively regarding anticipated debridement and drainage of her abscess to control her infection. Specifically, her hernia mesh most likely will not be removed today due to the anticipated soft tissue loss and lack of tissue coverage overlying what would otherwise be an open abdomen. Definitive small bowel injury is possibly suspected, this has not yet been diagnosed. The patient has had a CT scan with triple contrast, which did not obviously reveal bowel leak. The patient will eventually require excision of the mesh and definitive hernia repair at later date.¿ ¿a curved mayo scissor and #10 scalpel blade were utilized to sharply excise the overlying full thickness dead skin as well as subcutaneous fat overlying the previous hernia sac. Debridement was carried down to the hernia mesh and the patient¿s abdominal wall, muscle, and fascia was identified. This was also debrided. A curette was taken and superficial necrotic tissue was removed. The hernia mesh was investigated and a tiny corner of the mesh inferiorly was lifted up, which released a large amount of green purulent material. No obvious food contents and no obvious succus was seen, only pus. The patient¿s abdomen was compressed to release as much pus as possible. A finger was gently passed beneath the hernia mesh for approximately 2 to 3 cm and no loculations were palpated. Exploration beneath the mesh was not performed as this was left to be hazardous and would lead possibly to generation of a [sic] enteroatmospheric fistula. Therefore, a small corner of the mesh had been excised and this was felt to be adequate for drainage presently. The wound was then irrigated with sterile saline and a silver impregnated wound vac sponge placed into the wound. A deep layer of adaptic petroleum gauze was placed over the mesh inferiorly to prevent contact with any bowel. A plastic sheet was placed across the wound vac sponge with the assistance of our wound care nurse who was kind enough to come to the operating room for assistance for this part of the case. Wound vac was then applied, suctioned, and good seal achieved.¿ culture reports from the 7/1/09 procedure were not provided. Explant preoperative complaints: ¿ (B)(6) 2009: ¿underwent insertion of gore-tex graft for an incisional hernia and developed a small-bowel fistula. The patient has had removal of nonviable tissue approximately six days ago and now has some erythema around both lower abdominal areas, and the gore-tex graft was visible. There was an opening in the subcutaneous tissue which led into the right lower quadrant, which had a small amount of purulent material. The trocar site entered the preperitoneal space but did not track any other areas. The graft was obviously not an infection.¿ explant procedure: removal of ¿gore-tex mesh.¿ opening a lateral trocar site. Open and irrigation with infected site right lower quadrant. Explant date: (B)(6), 2009 ¿ ¿a transverse incision in the lower portion of the abdomen was entered. The gore-tex graft was grasped and was removed intact with the staples. Palpation of the upper portion of the incision revealed no tacks left in place. There was an area of drainage in the right side of the incision, which tracked into the right lower quadrant where there was a softened area in the skin. This was opened and a small amount purulent material was obtained. The trocar site in the right lower quadrant was opened a little further, dissected down to the preperitoneal space where it ended. There were no obvious other loculations noted. The abdomen was manually explored as much as it could be safe to. The entire abdomen was then thoroughly irrigated including the track sites.¿ relevant medical information: ¿ (B)(6) 2009: CT abdomen/pelvis: ¿bilateral abdominal abscesses adjacent to bowel, not amenable to percutaneous drainage.¿ ¿phlegmonous material visualized near anterior abdominal wall hernia extending into pannus.¿ ¿ (B)(6) 2009: discharge summary: ¿ventral incisional hernia repaired on (B)(6) 2009. Returned on (B)(6) 2009 with fever and was thought to have possible intraabdominal abscess confirmed by CT scan. On (B)(6) 2009 had an obvious infection of some of skin overlying the hernia and was taken to the operating room for surgical debridement. At this point it was obvious the patient had a small bowel fistula. Taken back to operating room on 07/07/09 where the infected mesh and all staples and sutures were removed and a lower abdominal incision was closed loosely with retention sutures. Placed on cipro and flagyl. Small bowel fistula subsequently has decreased. Has had multiple scans and has had drainage of two areas by radiology. Had an I&d of deep subcutaneous abscesses five days ago which would be (B)(6) 2009.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6)2008 were not provided. (B)(6) 2008: (B)(6) operative report. Preop diagnosis: chronic pelvic pain with persistently enlarged multicystic right ovary, history of stress incontinence. Discharge diagnosis: chronic pelvic pain with persistently enlarged multicystic right ovary, history of stress incontinence, with also severe bowel and omental adhesions. Procedures: lysis of adhesions with total abdominal hysterectomy, right salpingo-oophorectomy, burch procedure, and placement of on-q pain catheters times 2. First assist: (B)(6). Operative complications: the unexpected amount of adhesions with difficult dissection in the space of retzius did, as below, preclude the burch procedure being done. Preop indications: gravida 4, para 5, aborta 1 white female with chronic worsening pelvic pain, back in (B)(6) 2007, had a finding on sonogram of a multicystic ovary, 10 cm in length. We followed her conservatively. It has regressed to 6 to 7 cm, but still is enlarged. She has pain with that ovary. They are also heavy, with associated dysmenorrhea and pelvic pain. She has also accompanying stress incontinence. She is presenting now for surgical therapy for the above in the form of a total abdominal hysterectomy, right salpingo-oophorectomy, and a burch procedure. She also consents to placement of on-q pain catheters for postoperative pain management. Operative findings: ¿upon entering the abdomen ¿ the patient has had multiple previous surgeries, including 3 previous c-sections and previous left oophorectomy ¿ and not unexpectedly, there was a moderate-to-severe amount of adhesions involving the omentum to the anterior abdominal wall, and she also had some adhesions of the omentum and bowel to the posterior uterus near the fundus. There was evidence of the previous surgical removal of the left adnexa. The right ovary was enlarged. It was smooth, well encapsulated, but approximately 6 cm in size. It felt cystic. It did not have any concerning malignant-type appearance, and no excrescences on the surface. The patient also had a moderate amount of scarring anteriorly over the bladder flap, consistent with her multiple previous c-sections. The remaining surfaces of the bowel and omentum and peritoneal tissues were normal. At conclusion of the hysterectomy, in our dissection on the space of retzius, we encountered difficulty with no good tissue planes and what appeared to be a moderate amount of scar tissue in that area. Again, that was in the previous area of the previous scar tissue that had been taken down along the anterior abdominal wall, and as dictated below in more details, dr. (B)(6) and I felt both further dissection in this limited visibility area in the space of retzius would only yield further bleeding, and we deferred any incontinence procedure abdominally at this point. We feel that if her urinary incontinence remains a problem that she would be good candidate for a vaginal sling type procedure that would not encounter any of our difficult dissection abdominally with the adhesions and obesity.¿ operative procedures in detail: ¿the patient was taken down to the operating room and placed on the table in the dorsal supine position. After administration of adequate general endotracheal anesthesia, she as replaced in the frog-legged positioning with leg supported with pads. The perineum and vagina were prepped. A 3-way catheter was placed with 30 ml in the balloon, an then the abdominal prep was done and the abdominal draping done. At this time, a time-out procedure was taken, identifying the patient and procedure. The area of the previous pfannenstiel incision on the skin was identified and incised with a knife transversely. Dissection was carried done through the subcutaneous tissues. We did have a finding of what we thought was a possible incisional hernia to the left of midline on the old incision. We encountered a couple loops of the bowel, as we came down through the scarpa on that side. The remaining scarpa and subcutaneous tissues were taken down to the level of the fascia. The fascia was then further incised transversely and undermined. The rectus muscles were divided in the midline on the anterior peritoneum, which had already been entered, was extended with further sharp and blunt dissection. At this time, we encountered our adhesions of the anterior abdominal wall. These were taken down with a combination of sharp dissection, and also 1 wide thick band was crossclamped with kelly clamps times 2 and sharply incised and sutured with 0 vicryl pop-offs. We used some sharp dissection to incised some bowel and omentum off, freeing the uterus. The uterus was then grasped with a double-toothed tenaculum and traction placed. We were able to place the o¿connor-o¿sullivan self-retaining retractor and pack the bowel away superiorly and inferiorly and exposed the operative field. The ureters were noted coursing well away from the infundibulopelvic ligament on the right side. I did go ahead and take down some bladder flap scarring with sharp dissection, as well as with a sponge stick in the anterior uterus. The infundibulopelvic ligament was isolated and doubly ligated with free ties times 2 of 0 vicryl and back clamped with a kelly clamp. The round ligament was taken with kelly clamps, sharp dissection excision and heaney sutures of 0 vicryl. The broad ligament tissues were skeletonized. The anterior bladder flap was further dissected inferiorly. The uterine pedicles were then taken on both side with curved heaney clamps and doubly ligated with 2 separate stitches of 0 vicryl on each side. The cardinal ligaments were taken with straight heaney clamps and heaney sutures of 0 vicryl. The uterosacral ligaments were then taken with curved heaney clamps with the same suture technique as above. The vaginal angles were then exposed. She had a very small cervix with no previous vaginal deliveries, and we were able to take 2 curved heaney clamps ad place these under the cervix with their tips meeting in the midline, clamp these down, and then the knife was used to excise off above these clamps and the uterus and cervix were removed from the cuff. On interrupted, figure-of-eight stitch was placed underneath each 1 of the tips of the 2 clamps, and then a heaney suture underneath each respective clamp. These 3 were all tied down, and this closed and supported the vaginal cuff, and also the cuff was hemostatic. The patient was noted to have rather deep cul-de-sac. The cul-de-sac extended down a good 5 to 6 cm below the vaginal cuff. A moschowitz culdoplasty was done with a pursestring stitch of 2-0 vicryl to obliterate the deep cul-de-sac due to the burch procedure that was going to be done. The pelvis was irrigated and it was hemostatic. We removed the lap tapes and the retractors. The initial counts were correct. The anterior peritoneum was the closed with continuous stitch of 2-0 vicryl. We then attempted our dissection to get into the space of retzius. This was difficult in view of the scarring in that area. She had not had a previous incontinence procedure, but, again, 3 previous c-sections, and that was felt to be a factor. I did place a hand vaginally for a second to palpate the utrethrovesical angle. Again, as a combination of the difficult dissection and the patient¿s obesity, we just did not feel comfortable pushing ahead with the burch procedure and elected to defer any incontinence procedure to a possible vaginal sling type procedure in the future that would not encounter any difficulties with the obesity and scar tissue in that area. So, therefore, we backed away vaginally and changed gloves. The patient had a good bit of overlapped and redundant tissue on the lower abdomen, and the knife was at this time used to excise off a good size wedge of the subcutaneous tissue to pull this together better. The on-q catheters were placed times 2 in the super fascial area, and the fascia then closed with 2 separate ligatures of 0 pds, starting at either corner and running and meeting, and then tied in the midline. The subcutaneous tissues were reapproximated with a continuous running 2-0 monocryl. The skin edges were then reapproximated with skin clips. The on-q catheters were flushed with 5 ml each of 0.5% marcaine for a total of 10 ml, and both catheters flushed without difficulty. The on-q catheters were then taped down with steri-strips and a 4 x 4 dressings and tegaderm dressing. Opsite dressing was placed on the pfannenstiel incision. The on-q catheters were hooked up to the 5-day bulb. We removed the 3-way large foley that had 30 ml, and we placed in a smaller foley with a 10-ml balloon at the end of the case. The patient was then replaced back to dorsal supine position, and she was transferred via the stretcher to the recovery room.¿ (B)(6) 2008: (B)(6). Discharge summary. Discharge instructions: given instructions and precautions to avoid any heavy lifting or straining. [Missing records: records for the CT scan showing ¿a hernia in the lower abdomen¿ was not provided.] (B)(6) 2009: (B)(6). History and physical. Hpi: hysterectomy 16 months ago. Bulge is located in an incision in the midline. Is persistent and reducible, has been present for 1.5 years and is progressively worsening. CT scan on (B)(6)2009 demonstrated a hernia in the lower abdomen. Pmh: diabetes. Weight: 235 lbs 6 oz. Bmi: 40.57. Exam: solitary ventral incisional hernia present. Impression: incisional hernia. Plan: implantation of mesh for incisional hernia/ventral hernia repair. (B)(6)2009: (B)(6). Operative report. Preop diagnosis: ventral incisional hernia; small ventral incisional hernia in the right side. Pathology: ventral incisional hernia just above the pubic area at the site of gyn surgery. Upon entering the abdominal cavity, the patient was found to have 10-cm defect in width and a smaller approximately 3-cm defect incised to the right with incarcerated bowel in the hernia. Procedure in details: ¿after satisfactory general anesthesia, after proper prepping and draping the abdomen, the area just above the umbilicus was infiltrated with 0.25% marcaine with epinephrine. A small incision was made. A veress needle was used to insufflate the abdomen. A 5-mm trocar was then introduced, then a 5-mm video camera inserted. There was no evidence of any intraabdominal injury. Under direct vision, two 5-mm trocars were placed on the right both with 0.25% marcaine with epinephrine. Using these two sites for retraction and electrocautery, the incarcerated omentum and small bowel was taken out of the hernias with care being to avoid injury to the small bowel. There was a small area just beneath the hernia and above the pubis. This was dissected free with the cautery and valves allowed to drop down from the hernia itself. After all adhesions have been taken down, an 18 x 24 inch [sic] mesh was selected. It was measured and trimmed to fit. The smooth site was marked. Green 0 ethibond sutures were placed in the superior and inferior aspect of the mesh and white ethibond sutures on each lateral sides. These were placed into the abdominal cavity through a new 12-mm port in the right upper quadrant. The gore needle passer was passed to the lower portion of the hernia and just above the pubis in the abdominal cavity and a green suture was brought out through this aperture. The mesh was then stretched and the site selected just above the umbilicus. Once again, the gore needle passer was threaded in the abdominal cavity and two 0 ethibonds were pulled through the abdominal wall. These were thought to be snugged but not too tight. The mesh was then unrolled in a similar fashion using gore needle passer. The lateral sutures were placed and brought out through abdominal wall. Before tying any of these sutures, the area was inspected and thought to be relatively tight. Circumferential tags were then placed around the mesh and the suture was then tied. Final inspection showed no areas of defect in the mesh and appeared to be well tacked and were not too tight. There was no evidence of any drainage from the bladder. Ethibond 0 was used to repair the 12-mm defect in the right upper quadrant. All other trocars were then removed and all skin incisions were closed with skin staples. Finally, needle, sponge and instrument count was correct. Estimated blood loss was led than 20 ml. Replaced none. The patient tolerated procedure well and returned to recovery room in satisfactory condition. If the patient is able, she would be sent home tonight and will be seen again in the office a week for followup. The family is given wound care and physical activity, and diet instructions. She was given a prescription for percocet 5 mg, #20, one every four hours p.r.n. For pain. In addition, she is given keflex 500 mg one po tid x5 days. The patient will contact (B)(6) surgery group should she have any difficulty.¿ (B)(6) 2009: (B)(6). Operative progress notes. Implant sticker. Procedure: lap repair vih with 18 x 24 mesh. Product: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 05893167. Size: 18cm x 24cm. Expires: 2013-04. Manufacturer: w.l. Gore & associates. Placement: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc06/05893167) was implanted during the procedure. (B)(6)2009: (B)(6). Discharge instructions. Other instructions: no lifting. [Missing records: records for the CT scan showing the ¿large fluid collection above and below the mesh¿ were not provided.] (B)(6)2009: (B)(6). Operative report. Preop diagnosis: wound infection of the patient¿s laparoscopic ventral incisional hernia. Postop diagnosis: wound infection of the patient¿s laparoscopic ventral incisional hernia with extensive superficial as well as intraperitoneal abscess and surrounding cellulitis with soft tissue gangrene. Procedure: extensive debridement full-thickness of the skin, subcutaneous tissue, muscle, and fascia with drainage of both superficial and intraperitoneal abscesses. Specimens: deep tissue culture sent to microbiology. Complications: none immediate. Brief history: laparoscopic ventral incisional hernia repair approximately nine days ago. Unfortunately, the patient developed a wound infection and was admitted for abdominal pain. CT scan revealed a large fluid collection above and below the mesh. Definitive mesh infection at that time had not been diagnosed as recently as yesterday. However, the patient had a spike in her white blood cell count and on examination at the bedside, had progressive distension and subsequent overlying necrosis of her skin overlying the hernia sac on the inferior midline. Bedside drainage was performed by myself, which released a large amount of foul smelling pus. Diagnosis of infection was made this morning. The patient was immediately consented for debridement and her antibiotic coverage was broadened to include possible pseudomonas given the blue green discoloration of some of her tissues. Since a discussion was made with the patient¿s family as well as the patient herself preoperatively regarding anticipated debridement and drainage of her abscess to control her infection. Specifically, her hernia mesh most likely will not be removed today due to the anticipated soft tissue loss and lack of tissue coverage overlying what would otherwise be an open abdomen. Definitive small bowel injury is possibly suspected, this has not yet been diagnosed. The patient has had a CT scan with triple contrast, which did not obviously reveal bowel leak. The patient will eventually require excision of the mesh and definitive hernia repair at later date. Goal of today¿s operation is to control the infection and debris the nonviable tissues. Description of procedure in detail: ¿the patient was brought to the operating room, transferred to the table where general anesthesia ensued. The patient had bilateral lower extremity sequential compression devices in place. The patient had a foley catheter inserted preoperatively. The abdomen was prepped with betadine and draped in usual sterile fashion. A curved mayo scissor and #10 scalpel blade were utilized to sharply excise the overlying full thickness dead skin as well as subcutaneous fat overlying the previous hernia sac. Debridement was carried down to the hernia mesh and the patient¿s abdominal wall, muscle, and fascia was identified. This was also debrided. A curette was taken and superficial necrotic tissue was removed. The hernia mesh was investigated and a tiny corner of the mesh inferiorly was lifted up, which released a large amount of green purulent material. No obvious food contents and no obvious succus was seen, only pus. The patient¿s abdomen was compressed to release as much pus as possible. A finger was gently passed beneath the hernia mesh for approximately 2 to 3 cm and no loculations were palpated. Exploration beneath the mesh was not performed as this was left to be hazardous and would lead possibly to generation of a enteroatmospheric fistula. Therefore, a small corner of the mesh had been excised and this was felt to be adequate for drainage presently. The wound was then irrigated with sterile saline and a silver impregnated wound vac sponge placed into the wound. A deep layer of adaptic petroleum gauze was placed over the mesh inferiorly to prevent contact with any bowel. A plastic sheet was placed across the wound vac sponge with the assistance of our wound care nurse who was kind enough to come to the operating room for assistance for this part of the case. Wound vac was then applied, suctioned, and good seal achieved. Lap, sponge and instrument counts were all correct and the procedure was completed. Estimated size of the patient¿s wound is approximately 15 x 12 cm in width and length and approximately 10 cm deep with undermining of approximately 5 cm bilaterally at the edges.¿ [missing records: a culture report detailing analysis of the specimens collected during the (B)(6)2009 procedure was not provided.] (B)(6)2009: (B)(6). Operative report. Pre/postop diagnosis: infected gore-tex graft for incisional hernia with small-bowel fistula. Operative procedure: removal of gore-tex mesh. Opening a lateral trocar site. Open and irrigation with infected site right lower quadrant. Assistant: (B)(6), pa-c. Pathology: underwent insertion of gore-tex graft for an incisional hernia and developed a small-bowel fistula. The patient has had removal of nonviable tissue approximately six days ago and now has some erythema around both lower abdominal areas, and the gore-tex graft was visible. There was an opening in the subcutaneous tissue which led into the right lower quadrant, which had a small amount of purulent material. The trocar site entered the preperitoneal space but did not track any other areas. The graft was obviously not an infection. Procedure: ¿after satisfactory general anesthesia and proper prepping and draping the abdomen, a transverse incision in the lower portion of the abdomen was entered. The gore-tex graft was grasped and was removed intact with the staples. Palpation of the upper portion of the incision revealed no tacks left in place. There was an area of drainage in the right side of the incision, which tracked into the right lower quadrant where there was a softened area in the skin. This was opened and a small amount purulent material was obtained. The trocar site in the right lower quadrant was opened a little further, dissected down to the preperitoneal space where it ended. There were no obvious other loculations noted. The abdomen was manually explored as much as it could be safe to. The entire abdomen was then thoroughly irrigated including the track sites. The two sites in the right lower quadrant were packed with iodoform gauze. The skin and subcutaneous tissue of the transverse incision were loosely approximated with two #2 ethilon retention sutures. Sterile dressing was then applied. The patient tolerated the procedure well.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6)2009 procedure was not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6)2009 procedure was not provided.] [Missing records: op report detailing procedure of ¿I&d of deep subcutaneous abscesses¿ was not provided.] (B)(6)2009: (B)(6). Discharge summary. Discharge diagnosis: small bowel fistula; infected intraabdominal abscess; laparoscopic ventral incisional hernia repair with infected mesh. Hpi: ventral incisional hernia repaired on (B)(6)2009. Returned on (B)(6)2009 with fever and was thought to have possible intraabdominal abscess confirmed by CT scan. On (B)(6)2009 had an obvious infection of some of skin overlying the hernia and was taken to the operating room for surgical debridement. At this point it was obvious the patient had a small bowel fistula. Taken back to operating room on (B)(6)2009 where the infected mesh and all staples and sutures were removed and a lower abdominal incision was closed loosely with retention sutures. Placed on cipro and flagyl. Small bowel fistula subsequently has decreased. Has had multiple scans and has had drainage of two areas by radiology. Had an I&d of deep subcutaneous abscesses five days ago which would be (B)(6)2009. Since that time, has remained afebrile. Fistula drainage is down to 250 cc per day. [Missing records: records for the CT scan showing ¿complete resolution of the right paramedian anterior abscess with little residual soft tissue thickening and improved lower anterior pelvic subcutaneous high density and gas collection¿ were not provided.] (B)(6)2009: (B)(6). Discharge summary. Problem list: infected PICC line. Enterocutaneous fistula and recent intra-abdominal infection. Hospital course: previous admission in (B)(6), had an intra-abdominal abscess and enterocutaneous fistula, following a ventral hernia repair on (B)(6)2009. Went home getting tpn through PICC line. Oral ciprofloxacin, flagyl and diflucan. Noted PICC line did not feel right. Home health took cultures and they grew out coag negative staph. Had PICC line removed and one placed on the left. Had an abdominal CT scan with the pelvis that showed complete resolution of the right paramedian anterior abscess with little residual soft tissue thickening and improved lower anterior pelvic subcutaneous high density and gas collection. [Missing records: records for the CT scan showing ¿resolution of the right anterior abdominal wall abscess and nodular subadjacent mesenteric sift tissue material with no residual contrast leakage or fluid¿ were not provided.] (B)(6)2009: (B)(6). Discharge summary. Problem list: postop infection following surgery with significant intraabdominal infection that resulted in abdominal abscess into intracutaneous fistulas, s/p extended hospitalization. Hospital course: came in with recurrent fever with systemic inflammatory response that was thought to be s/t an infected PICC line, the second PICC line that had just been placed a week ago has been discontinued. Received IV vancomycin and will be discharged on doxycycline. Had an abdominal and pelvic CT done and it showed resolution of the right anterior abdominal wall abscess and nodular subadjacent mesenteric sift tissue material with no residual contrast leakage or fluid. Final diagnosis: coag negative staphylococcus bacteremia related to PICC line. Chronic intraabdominal wall abscess. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2009, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, debridement, mesh removal, additional surgeries. Additional event specific information and medical records have been requested.